Event description:
Olympus was informed that four patients got prostatitis after having undergone a cystoscopy. There was no information provided regarding what, if any, treatment had been provided to the patients.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required on december 24, 2015. This supplemental report is being submitted to provide the review result for the manufacture history of the subject device, put check mark in "other serious", correct from "other" to "serious injury", and delete incorrect description stating that "the evaluation found slight residue in the instrument channel port and the distal end". Omsc reviewed the manufacture history of the subject device, there was no irregularity found. Please cross-reference MFR. Report# 8010047-2012-00343, 8010047-2012-00344, 8010047-2012-00346.

Manufacturer narrative:
Olympus sales representative visited the user facility and reviewed the user facility's reprocessing method and noted that the users didn't completely put the device in disinfection solution, brushes weren't exchanged regularly, and were worn out. The subject device was not returned to olympus for evaluation. The evaluation found slight residue in the instrument channel port and the distal end. At the present time, the exact cause of the reported phenomenon cannot be determined, however insufficient reprocessing and user handling cannot be ruled out as contributory factors. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR report# 8010047-2012-00343, 8010047-20344, 8010047-2012-00346.